Event description:
It was reported that the user experienced bluetooth connectivity issues resulting in signal loss between a dexcom g7 sensor and the ilet, and reconnection was achieved after toggling the dexcom g6/g7 setting and restarting the ilet, after which blood glucose readings resumed. No reported symptoms or adverse physiological effects. Outcomes included uninterrupted therapy with no alerts or alarms and no impact to blood glucose control. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed successful restoration of communication without hardware replacement. It was concluded that the event was attributable to a transient communication interruption that resolved with standard reconnection steps.